Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set was returned for analysis in a new condition. The sample was visually inspected under normal conditions of illumination and no discrepancies were found. During analysis, leak test was performed using hydrostat vessel and no leaks were detected. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that during use of this smiths medical cadd extension sets, fluid leaked at the filter was noted. It was reported that the device was in use with patient for infusion of veletri. No reported adverse effects.